Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted during a normal device change out procedure for dislodgment. The lead was exhibiting high threshold measurements and fluoroscopy showed the lead had dislodged. Additionally the local area field representative reported the lead appeared kinked in the patient's pocket. The lead was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned lead segments was performed. The lead was returned in two separate segments, severed 337 millimeters (mm) from the terminal pin. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip noted a bend in the lead 502-506 mm from the terminal pin as well as dried body fluid in the lead lumen. Additionally the conductor coils were stretched from the tip to 920 mm away from the tip. Microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. Laboratory testing was unable to confirm the clinical observations of high pacing threshold measurements or lead dislodgement.